Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid (acute pelvic inflammatory disease)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), endometriosis ("endometriosis") and ovarian cyst ("ovarian cyst") in a (B)(6) female patient who had essure (batch no. B66026) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "spillage into the peritoneum bilaterally/ failure to occlude (close) fallopian tube(s)/ malposition of essure device location of device" in 2014. The patient's previously administered products included for birth control: implanon. Concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("pelvic pain/ pain") and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced headache ("headaches"), mood swings ("hormonal changes describe: mood swings"), fatigue ("fatigue") and migraine ("migraines"). In 2014, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), tooth disorder ("dental problems"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), back pain ("back pain"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain/ weight gain / loss specify which one: weight gain"), hot flush ("hot flashes") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (she underwent ablation/ dilatation and curettage on (B)(6) 2015), surgery (she underwent ablation/ dilatation and curettage on (B)(6) 2015), surgery (she underwent fulguration on (B)(6) 2015) and surgery (she underwent right ovarian and left ovarian cystectomy on (B)(6) 2015). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the endometriosis, ovarian cyst, pelvic pain, abdominal pain lower, back pain, dyspareunia, headache, depression, anxiety, weight increased, mood swings, fatigue, migraine, tooth disorder, urinary tract infection, hot flush, dysmenorrhoea, bladder disorder and urinary tract disorder had not resolved. The reporter considered abdominal pain lower, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, ovarian cyst, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: due to the failure of plaintiff's essure coils, plaintiff underwent a bilateral tubal ligation using cautery, on (B)(6) 2015. Plaintiff still suffers from the mentioned symptoms and was currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: spillage into the peritoneum bilaterally current weight was (B)(6). Most recent follow-up information incorporated above includes: on 27-feb-2018: the case was upgraded in the incident category. Reporters added and updated patient demographics. Added historical drug, concomitant disease were added. Updated suspect drug indication and lot number. Added events hormonal changes describe: mood swings, hot flashes, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, bladder or urinary problems or changes, migraines, dental problems, dysmenorrhea (cramping), fatigue, pid (acute pelvic inflammatory disease), ovarian cyst, endometriosis. Updated events and onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid (acute pelvic inflammatory disease)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), endometriosis ("endometriosis"), ovarian cyst ("ovarian cyst") and genital haemorrhage ("abnormal bleeding (general),") in a 25-year-old female patient who had essure (batch no. B66026) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "spillage into the peritoneum bilaterally/ failure to occlude (close) fallopian tube(s)/ tubes were not blocked" on (B)(6) 2014 and device deployment issue "essure was unsuccessfully placed/ malposition of essure device location of device". The patient's previously administered products included for birth control: implanon. Concurrent conditions included overweight and postpartum depression. Concomitant products included alprazolam (xanax) since 2016, anovlar (minestrin) since (B)(6) 2014, doxycycline (vibramycin) since 2016, ibuprofen since (B)(6) 2014, metronidazole (flagyl) since 2015, panadeine co (tylenol with codeine) since 2015 and phentermine (adipex) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("pelvic pain/ pain") and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced headache ("headaches"), mood swings ("hormonal changes describe: mood swings"), fatigue ("fatigue") and migraine ("migraines"). In 2014, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), weight increased ("weight gain/ weight gain / loss specify which one: weight gain"), tooth disorder ("dental problems"), hot flush ("hot flashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), back pain ("back pain"), depression ("depression"), anxiety ("anxiety") and perinatal depression ("post partum depression"). The patient was treated with surgery (ablation/ dilatation and curettage, fulguration on (B)(6) 2015) and surgery (right ovarian and left ovarian cystectomy on (B)(6) 2015). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage and perinatal depression outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the endometriosis, ovarian cyst, pelvic pain, abdominal pain lower, back pain, dyspareunia, headache, depression, anxiety, weight increased, mood swings, fatigue, migraine, tooth disorder, urinary tract infection, hot flush, dysmenorrhoea, bladder disorder and urinary tract disorder had not resolved. The reporter considered abdominal pain lower, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, ovarian cyst, pelvic inflammatory disease, pelvic pain, perinatal depression, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: due to the failure of plaintiff's essure coils, plaintiff underwent a bilateral tubal ligation using cautery, on (B)(6) 2015. Plaintiff still suffers from the mentioned symptoms and was currently investigating her options for removal of the essure devices. She told essure could not be removed. Essure was unsuccessfully placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: spillage into the peritoneum bilaterally current weight was 210.00 lbs. She underwent fulguration of endometriosis, right ovarian cystectomy, left ovarian cystectomy, dilatation and curettage and blateral tubal ligation using cautery on (B)(6) 2014- essure confirmation test showed tubes were not blocked. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-oct-2018: plaintiff fact sheet was received. Events added from pfs- essure was unsuccessfully placed. And tubes were not blocked clubbed to previous events. Concomitant drug, lab data were added. Events onset date, reporter information were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding ( menorrhagia)'), endometriosis ('endometriosis'), genital haemorrhage ('abnormal bleeding (general),') and ovarian cyst ('ovarian cyst') in a 25-year-old female patient who had essure (batch no. B66026) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "spillage into the peritoneum bilaterally/ failure to occlude (close) fallopian tube(s)/ tubes were not blocked" on (B)(6) 2014 and device deployment issue "essure was unsuccessfully placed/ malposition of essure device location of device". Medical conditions: she underwent essure confirmation test(s) in 2014, test and result was unknown. She underwent fulguration of endometriosis, right ovarian cystectomy, left ovarian cystectomy, dilatation and curettage and blateral tubal ligation using cautery. . Previously administered products included for birth control: implanon. Concurrent conditions included overweight and postpartum depression. Concomitant products included alprazolam (xanax) since 2016, antibiotics since 2015, codeine phosphate;paracetamol (tylenol with codeine) since 2015, doxycycline since 2016, ethinylestradiol;norethisterone acetate (minestrin) since march 2014, ibuprofen since october 2014 and phentermine (adipex) since october 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain/ pain") and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). In april 2014, the patient experienced headache ("headaches"), mood swings ("hormonal changes describe: mood swings"), fatigue ("fatigue") and migraine ("migraines"). In 2014, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), tooth disorder ("dental problems"), hot flush ("hot flashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary problems or changes") and was found to have weight increased ("weight gain/ weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In september 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), back pain ("back pain"), depression ("depression"), anxiety ("anxiety"), perinatal depression ("post partum depression") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (ablation/ dilatation and curettage, fulguration on (B)(6) 2015 and right ovarian and left ovarian cystectomy on (B)(6) 2015). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, perinatal depression and abdominal pain upper outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the endometriosis, ovarian cyst, pelvic pain, abdominal pain lower, back pain, dyspareunia, headache, depression, anxiety, weight increased, mood swings, fatigue, migraine, tooth disorder, urinary tract infection, hot flush, dysmenorrhoea, bladder disorder and urinary tract disorder had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, ovarian cyst, pelvic inflammatory disease, pelvic pain, perinatal depression, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: due to the failure of plaintiff's essure coils, plaintiff underwent a bilateral tubal ligation using cautery, on (B)(6) 2015. Plaintiff still suffers from the mentioned symptoms and was currently investigating her options for removal of the essure devices. She told essure could not be removed. Essure was unsuccessfully placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: spillage into the peritoneum bilaterally. Tubes were not blocked. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- new event stomach pain was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid (acute pelvic inflammatory disease)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), endometriosis ("endometriosis") and ovarian cyst ("ovarian cyst") in a 25-year-old female patient who had essure (batch no. B66026) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "spillage into the peritoneum bilaterally/ failure to occlude (close) fallopian tube(s)/ malposition of essure device location of device" in 2014. The patient's previously administered products included for birth control: implanon. Concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("pelvic pain/ pain") and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced headache ("headaches"), mood swings ("hormonal changes describe: mood swings"), fatigue ("fatigue") and migraine ("migraines"). In 2014, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), tooth disorder ("dental problems"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), back pain ("back pain"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain/ weight gain / loss specify which one: weight gain"), hot flush ("hot flashes") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (she underwent ablation/ dilatation and curettage on (B)(6) 2015), surgery (she underwent ablation/ dilatation and curettage on (B)(6) 2015), surgery (she underwent fulguration on (B)(6) 2015) and surgery (she underwent right ovarian and left ovarian cystectomy on (B)(6) 2015). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the endometriosis, ovarian cyst, pelvic pain, abdominal pain lower, back pain, dyspareunia, headache, depression, anxiety, weight increased, mood swings, fatigue, migraine, tooth disorder, urinary tract infection, hot flush, dysmenorrhoea, bladder disorder and urinary tract disorder had not resolved. The reporter considered abdominal pain lower, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, ovarian cyst, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: due to the failure of plaintiff's essure coils, plaintiff underwent a bilateral tubal ligation using cautery, on (B)(6) 2015. Plaintiff still suffers from the mentioned symptoms and was currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: spillage into the peritoneum bilaterally current weight was 210.00 lbs. She underwent fulguration of endometriosis, right ovarian cystectomy, left ovarian cystectomy, dilatation and curettage and blateral tubal ligation using cautery quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid (acute pelvic inflammatory disease)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), endometriosis ("endometriosis"), ovarian cyst ("ovarian cyst") and genital haemorrhage ("abnormal bleeding (general),") in a 25-year-old female patient who had essure (batch no. B66026) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "spillage into the peritoneum bilaterally/ failure to occlude (close) fallopian tube(s)/ malposition of essure device location of device" in 2014. The patient's previously administered products included for birth control: implanon. Concurrent conditions included overweight and postpartum depression. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("pelvic pain/ pain") and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced headache ("headaches"), mood swings ("hormonal changes describe: mood swings"), fatigue ("fatigue") and migraine ("migraines"). In 2014, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), weight increased ("weight gain/ weight gain / loss specify which one: weight gain"), tooth disorder ("dental problems"), hot flush ("hot flashes"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), back pain ("back pain"), depression ("depression"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage (seriousness criterion medically significant) and perinatal depression ("post partum depression"). The patient was treated with ibuprofen, surgery (she underwent ablation/ dilatation and curettage on (B)(6) 2015), surgery (she underwent ablation/ dilatation and curettage on (B)(6) 2015), surgery (she underwent fulguration on (B)(6) 2015) and surgery (she underwent right ovarian and left ovarian cystectomy on (B)(6) 2015). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage and perinatal depression outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the endometriosis, ovarian cyst, pelvic pain, abdominal pain lower, back pain, dyspareunia, headache, depression, anxiety, weight increased, mood swings, fatigue, migraine, tooth disorder, urinary tract infection, hot flush, dysmenorrhoea, bladder disorder and urinary tract disorder had not resolved. The reporter considered abdominal pain lower, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, ovarian cyst, pelvic inflammatory disease, pelvic pain, perinatal depression, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: due to the failure of plaintiff's essure coils, plaintiff underwent a bilateral tubal ligation using cautery, on (B)(6) 2015. Plaintiff still suffers from the mentioned symptoms and was currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: spillage into the peritoneum bilaterally current weight was 210.00 lbs. She underwent fulguration of endometriosis, right ovarian cystectomy, left ovarian cystectomy, dilatation and curettage and blateral tubal ligation using cautery quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2018: plaintiff fact sheet received: reporters details added. Event added as abnormal bleeding (general), post partum depression. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.